Event description:
Philips received a complaint on the v60 ventilator, indicating that a "check vent: barometer sensor range error" occurred. The device was in clinical use at the time the issue was discovered. The customer immediately replaced the unit with a backup v60. There was neither delay in therapy nor medical intervention reported other than the ventilator swap. There was no patient or user harm reported.

Manufacturer narrative:
E1: reporting address line 1: (B)(6) reporting address postal: (B)(6) reporting institution phone #:(B)(6) reporter phone #: (B)(6) h10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported "check vent: barometer sensor range error" error. The pse also stated that the reported issue was not duplicated despite a test run. Therefore, the pse preventively replaced the data acquisition (da) board and verified that no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. H10:this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00465. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The barometric pressure noted on the display of the standard test bed (stb) during diagnostics mode matched the analyzer barometric pressure with a reading of 733 mmhg. Reboots were performed on the stb with the suspect data acquisition (da) printed circuit board assembly (pcba) installed. The product investigation lab (pil) technician verified that the 1114 "check vent: barometer sensor range error" could not be duplicated during the stb operation of the da pcba. The technician also verified that the suspect da pcba passed all pressure accuracy testing (test 4) from the service manual. No problem was found as the pil could not replicate the issue.